Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive 8mm mega needle driver instrument to perform failure analysis. The instrument was analyzed and found to have broken grip cable at distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm mega needle driver instrument had frayed cords. The procedure was completed. There were no reports of patient injury.